Event description:
The user facility reported that the involved destination device 6/90 was used in a patient undergoing a carotid artery embolization procedure. The training physician noticed that the valve of the destination sheath malfunctioned. The valve would not close completely, hence there was back flow of blood. Therefore, the device was discarded, and the case was finished without using any sheath. The case was uneventful, and the procedure outcome was satisfactory. No adverse event recorded. The reported event did not result in patient injury and/or require medical or surgical intervention. There is not a direct allegation that the reported device caused or contributed to patient injury and/or need for medical intervention. Additional information was received on 01 mar 2024: the patient was in stable condition. There was minimal blood loss as they could control the loss immediately. There was no other product used with destination.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for valve leakage because the complaint sample was not returned for assessment. The exact root cause could not be determined. Historically, valve leakages have been caused by off-center insertion of the dilator. Review of device history record showed there were no issues noted during manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the design failure mode and effects analysis (dfmea).